Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient went into cardiac arrest due to vf and the device failed to deliver therapy. CPR and external defibrillation were performed. During interrogation the device was found in hw reset mode with no defib available and burn on the patients skin near the pocket was noted. It was suspected that power on rest (por) caused the bvvi. Device is scheduled for replacement pending improvement in patient health condition.

Event description:
New information notes the device was explanted and replaced.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was due to a power-on reset. The cause of the power-on reset was a low battery voltage. Based on device settings, a longevity calculation was performed and found to be within expected limits.